Event description:
Information was received that this smiths medical cadd solis vip pump exhibited alarms every time pump latch was closed. No reported adverse effects.

Event description:
Additional information was received indicating that issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
Additional information: one smiths medical cadd solis vip pump was returned for analysis with no physical damage was found on the pump. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer's concern was unable to be duplicated. The pump's downstream occlusion (dso) sensor will be replaced as a preventive measure. Service also performed a full preventive measure and functional test to pass. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.